Event description:
During routine testing of the device, the service technician found the hook was broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event

Manufacturer narrative:
Evaluation in progress, but not yet concluded.